Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 14,240 joules. Per the customer, the scrub cleaned the fiber right before the aiming beam stopped working. No patient injury was reported.